Manufacturer narrative:
The actual device was returned for evaluation. Pinch marks were found at the suture thread, which indicates the event was caused by usage error.

Manufacturer narrative:
Date sent to the FDA: 2/29/2016. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hip procedure on (B)(6) 2016 and suture was used. The suture broke in half during passage through tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.